Event description:
Boston scientific received information that this implantable lead and associated device displayed high, out of range pace impedance measurements. The patient was seen for a surgical revision procedure. The lead was tested via the programmer and pacing system analyzer (psa); pacing impedances were greater than 2000 ohms in both cases. The lead was suspected to have been fractured. The lead was surgically abandoned. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.